Event description:
Covid infusion use for covid-19 under emergency use authorization (eua): patient was getting covid antibody treatment and had a reaction. Patient experienced chest pain and shortness of breath. He also stated that he was having back spasm, patient was diaphoretic and pale. FDA safety report ID# (B)(4).